Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire in a guidewire hoop was returned for evaluation. Visual, microscopic and dimensional evaluations were performed on the returned device. A bent was noted on the distal portion of the guidewire; slight uncoiling was noted in area. Therefore, the investigation is confirmed for the identified deformation and stretched issues. However, the investigation is unconfirmed for the insufficient information as more specific issues deformation and stretched issues were identified during investigation. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using the hemostar. During the procedure it was reported that the device allegedly got malfunctioned. There was no reported patient injury.